Event description:
Note: the MFR report pertains to one of two device complaints that occurred during the same procedure. Refer to associated MFR report #3005099803-2009-03914 for a description of the other device. It was reported to boston scientific corp that a resolution clip device was used during a polypectomy procedure in the colon, performed on (B)(6)2009. According to the complainant, during preparation of the first clip, the rubber stopper on the outer sheath would not advance the handle. During the procedure, using the second device, the clip engaged as it was being advanced down the scope, but it would not re-open inside the pt. The clip was removed and the case completed using another resolution clip device. No pt complications were reported as a result of this event. At the conclusion of the procedure, the pt's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. According to the complainant, the suspect device has been disposed off and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined. (B)(4).